Event description:
It was reported while using bd preset¿ eclipse¿, the barrel cracked, causing blood leakage. A redraw was necessary, and the patient refused recollection. No further impact was reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. A total of 10 retained samples were used for functional tests, and no cracks or leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd preset¿ eclipse¿, the barrel cracked, causing blood leakage. A redraw was necessary, and the patient refused recollection. No further impact was reported.